Manufacturer narrative:
Evaluation was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).

Event description:
Product contamination surgeon examined cannula before and found large amount of lubricant on the device with a cleaning bristle adhered. Concern is that the lubricant acts as a reservoir for disease since it persists after cleaning and sterilization.